Event description:
Alleged the bed will not stay locked in the brake position.

Manufacturer narrative:
The hill-rom field tech performed mod 373 to repair the bed. Mod 373 is a field corrective action which replaces the brake detent assembly.